Manufacturer narrative:
Initial.

Event description:
It was reported that the patient announced dinner as usual despite consuming significantly less than their typical meal, after which they experienced a low blood glucose of 68 mg/dl; this was managed with approximately 8 ounces of orange juice and glucose recovered to 134 mg/dl within 25 minutes, with symptoms resolving and the patient returning to bed. Symptoms included hypoglycemia with slight disorientation. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed a usage problem with an improper or incorrect procedure related to the user interface, and no device problem was found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.